Event description:
User advanced the stent through endoscope and wire guide to desired position and ready to deploy the stent while found out the stent cannot be released, user pull out the safety wire but still cannot release the stent. User retracted the stent delivery system and changed to another same rpn device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-feb-2026.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 17-feb-2026. Device evaluation: the evo-fc-10-11-6-b device of lot number: c2214872 involved in this complaint was returned open and with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 20 jan 2026. During the evaluation, the following was noted: visual inspection: device returned with protective tubing, red marker at first dimple, directional button in deploy position, safety wire not returned, red safety tab returned separately, bunching observed approx 12cm & 24.5cm from white tip. Functional inspection: actuating with resistance for deployment to 6th dimple. Unable to deploy stent fully. Handle opened, all components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2214872. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause cannot be concluded. A possible root cause may be concluded based on CAPA: 00209 findings. A possible root cause may be attributed to a manufacturing issue as inconsistencies in the coating process has been identified. The root cause of the issue reported is most likely a result of bunching resulting from inconsistencies in the coating process which led to higher friction forces for the larger stent sizes. Bunching noted during the lab evaluation likely occurred during the attempted stent deployment due to the high friction force. This bunching would have caused resistance and inevitably led to the inability to deploy the stent as reported by the user. Several attempts were made to gain more information regarding this event, however no new information was received. Should this become available at a later date, the complaint can be updated accordingly. Confirmation of complaint: the complaint reported by the user was confirmed based on visual/functional inspection. Corrective action/correction: CAPA: 00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation: according to the initial complaint reported, the user advanced the stent through endoscope and wire guide to desired position and ready to deploy the stent while found out the stent cannot be released, user pull out the safety wire but still cannot release the stent. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and the patient did not require any additional procedures due to this occurrence. The user retracted the stent delivery system and changed to another same rpn device to complete the procedure. A possible root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified.